Event description:
It was reported that the patient underwent sling procedure on (B)(6) 2010. Following the procedure, the patient experienced 2 cm mesh exposure and underwent a procedure to remove the segment on (B)(6) 2010. The patient experienced ongoing pain and required removal of the mesh on (B)(6) 2014. The patient experiences ongoing long-term pain. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.